Event description:
Reporter indicated that his vns therapy programming handheld computer froze during the interrogation of a patient's pulse generator. Troubleshooting resolved the event "temporarily", but the issue continued to reoccur. Handheld was subsequently returned to manufacturer for product analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Software/firmware caused event, but did not cause or contribute to a death or serious injury.